Event description:
A patient reported experiencing hypoglycemia while using a one touch meter. Patient reportedly uses the ot meter seldomly. Patient normally uses an accutrend meter. On the day of the event, patient's blood glucose was 88mg/dl on ot meter at 08:14am. At 10:26am, patient's blood glucose was 157mg/dl on ot meter. At 05:00pm, patient got unconscious without any symptoms. An ambulance was called and patient's blood glucose was 57mg/dl on paramedics' meter of unknown brand. Patient was transferred to hospital where blood glucose was 402mg/dl on ot meter. Patient was discharged home the same day. No further information has been reported.